Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with atrial noise reversion alert. Multiple automatic mode switch (ams) episodes noted to be caused by atrial lead noise. Lead noise was replicated when patient raised arm to rest on back of chair. No adverse effects on patient condition before, during, after noise episodes. No changes planned; continue routine device monitoring.